Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Information has been requested. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Without imaging, the investigation cannot further verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. The instructions for use (IFU) identifies device opening issues as potential complications associated with use of the device.

Event description:
Procedure: cerebral angiography plus right internal carotid artery stent implantation. Preoperative diagnosis: carotid artery aneurysm: aneurysm at the ophthalmic segment of the right internal carotid artery. Status post embolization of left internal carotid artery aneurysm; acute cerebral infarction. Procedure course: on (B)(6) 2024, after routine preparation, the patient underwent cerebral angiography and right internal carotid artery stent implantation via femoral artery access under general anesthesia. Under guidance of a loach guidewire and a 4f multipurpose catheter, the tip of an 8f guiding catheter was positioned at the origin of the right internal carotid artery. Angiography revealed occlusion at the site of the implanted fred stent, with severe stent compression at the ophthalmic segment, resulting in impaired antegrade blood flow. Following multiple attempts with traxcess and synchro-14 microguidewires, a pre-shaped sl-10 microcatheter was advanced across the fred stent into the m2 segment of the right middle cerebral artery. After exchanging to a 300-cm synchro-14 microguidewire, the sl-10 catheter was withdrawn, and an abbott 1.5¿15 mm balloon was introduced but could not pass the occluded segment. A rebar-18 microcatheter was then attempted but was also unable to cross the stent. Subsequently, an xt-27 microcatheter was used and successfully crossed the occluded segment after repeated attempts. A solitaire ab 6¿30 mm stent was deployed within the fred stent via the xt-27 microcatheter. Follow-up angiography showed restoration of antegrade blood flow in the internal carotid artery with satisfactory intra-stent flow. The guidewires and catheters were removed, the puncture artery was closed using a vascular closure device, and the procedure was completed. The patient was safely transferred back to the ward. The patient underwent fred stent implantation on (B)(6) 2024. On (B)(6) 2024, the patient was diagnosed with acute cerebral infarction and underwent cerebral angiography and right internal carotid artery stent implantation under local anesthesia on the same day. Postoperatively, anticoagulation therapy, fluid supplementation, and supportive treatments were administered, with gradual recovery of distal muscle strength in the left upper limb. The patient¿s family requested discharge, and postoperative recovery was reported as good.